Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a csi coronary viperwire guide wire fractured and a portion was left in the patient. The target lesion was located in the circumflex artery. The physician used a 6fr ebu guide catheter and the csi guide wire to access the lesion. While crossing the lesion with the guide wire, the tip prolapsed, but the physician was able to cross the lesion. A csi orbital atherectomy device (oad) was loaded onto the guide wire and advanced just proximal to the lesion. During the first run at low speed, the viperwire guide wire fractured into three pieces. The oad was removed from the patient and the physician was able to pin the guide wire fragments against the vessel wall via balloon angioplasty and stent deployment. The patient status remained stable throughout the procedure.